Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26-apr-2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported right side rupture, pain, and exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and broken sharp in the bladder shell an missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification and missing piece of the shell. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening. A broken sharp in the bladder assessed as unidentified (tear) opening. Missing piece of the shell (bladder) assessed as inconclusive. Additional, changed, and/or corrected data: b.6, g.3., h.3., h.6.

Event description:
Healthcare professional reported right side rupture, pain, and exchange due to patient's concern with the product. Device has been explanted.